Manufacturer narrative:
Device not returned.

Event description:
The sales rep reported that the device overheated during a procedure.  There was no impact to the patient other than a 5-minute delay.

Event description:
The sales rep reported that the device overheated during a procedure.  There was no patient involvement, a 5-minute delay, no medical intervention, and no adverse consequences.